Event description:
It was reported that the patient presented in clinic for follow-up and complained of getting repeated shocks. Upon interrogation, the right ventricular lead was not capturing and exhibited high impedance. Fluoroscopy revealed that the lead had dislodged. The patient underwent lead repositioning but the lead was not getting proper r waves. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.